Event description:
The field representative contacted ts to state that alert code 1003 was observed upon interrogating the patient's device with a programmer. It was also noted that the device has started beeping. The field representative indicated that the patient is unable to get the device replaced right now and inquired about further recommendations. Ts discussed the option of doing subsequent alert code analysis on future transmissions to pick up on fluctuations with battery measurements. Ts explained this is not standard, but if no replacement will be taking place, this can be done.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that no low voltage alert was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
The device was returned and is currently in analysis. Upon completion of analysis, this report will be updated.

Event description:
Additional information was received that the device was replaced in mid (B)(6)2017. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a request was made to have data from this device analyzed due to concerns with a battery depletion anomaly. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.